Event description:
Caller reported a cartridge alarm 20 but confirmed it did not cause their blood glucose level to exceed 500 mg/dl. Customer experienced consecutive cartridge alarms, leading tandem technical support to decide on replacing the pump. Cts informed the customer that they would receive a new pump with updated software, instructed them to complete necessary training beforehand, and provided guidance on pump storage mode. The replacement pump was shipped without requiring a signature, and the customer agreed to return the problematic pump within 10 days using the provided return package.